Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was initiated using a watchman trusteer access system (was) and a watchman flx pro left atrial appendage closure device and delivery system (wds). Transseptal puncture (tsp) was performed using the versacross connect under intracardiac echocardiography (ice) guidance, with a mid/mid puncture achieved. During the procedure, ice and fluoroscopic imaging revealed an abnormal wire position that appeared to be within the aorta. Further evaluation determined that the wire had entered the sinus cavity surrounding the aorta. The patient subsequently experienced a drop in blood pressure, and a pericardial effusion was identified. The effusion was initially localized to the right side of the heart originating in the sinus around the aorta and progressed to become circumferential. A pericardial drain was placed to treat the effusion removing 280cc of fluid, and stabilized the patient. The procedure was terminated, and the patient remained hospitalized overnight for observation. No further complications were reported.